Event description:
It was reported that the balloon damage was observed and the balloon would not deflate before use. No patient complications were reported.

Manufacturer narrative:
Device not returned.